Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the distractor broke off at the very end that the arm fits into. No injury reported.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. A process evaluation was also performed based off the lot number provided. The stereo microscope investigation revealed tensile cracks. There was no indication of material or manufacturing defects observed. The device history records showed no discrepancies or anomalies. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.